Event description:
The customer reported that the therapy tabletop was loose. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the front mounting screws at the end of the therapy top which secures it to the couch had become loose. The fse replaced the screws to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that the therapy top was loose on their brilliance big bore oncology CT system. The customer contacted philips customer care solutions center help desk (ccsc) to inform them of the issue and a philips field service engineer (fse) was dispatched to the site. On (B)(4) 2015, the fse arrived on site and evaluated the system. Upon evaluation, the fse found that the front mounting screws at the end of the therapy top, which secures it to the couch, had become loose. The fse replaced the loose screws to resolve the issue. After the service, there have been no further recurrences at the site. No parts were provided for engineering assessment from the field as there were no authorized parts replaced. The fse replaced three screws on the therapy top. Since there were no parts returned from the field or log files provided, a root cause of the issue could not be determined by engineering; however, based upon the troubleshooting services and statements of the fse, a probable cause was determined that the issue occurred due to the front mounting screws at the end of the therapy top which secures it to the couch had become loose . The fse replaced the screws on the therapy top to resolve the issue. CT engineering determined this issue to be an acceptable risk. The following mitigations for this issue include: a) couch assembly instructions explains how to align the couch. B) where therapy tabletop is installed, system does not allow usage of head holder bayonet slot. C) the documents accompanying these systems provide warning to check alignment if the top has been impacted with significant force. D) the system provides a calibration to for image rotation. E) the calibration manuals provide detailed instructions on how to perform the calibration procedure. F) the system provides a phantom to perform image rotation calibration. G) the documents accompanying these systems recommend the user to establish a quality assurance program designed to verify that the scanning and simulation processes meet the accuracy requirements, and execute the quality assurance program periodically.

Event description:
The customer reported that the therapy tabletop was loose. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue. The fse evaluated the CT system and determined that the front mounting screws at the end of the therapy top which secures it to the couch had become loose. The fse replaced the screws to resolve the issue.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).